Event description:
The customer reported being hospitalized due to low blood glucose. Troubleshooting was performed. The caller stated that he believes the insulin pump contributes to his low glucose, and he was not eating when he should. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.